Event description:
It was reported that the atrial lead exhibited high thresholds and high impedance measurements. The atrial lead was capped and replaced. It was noted that the lead did not appear to have any slack. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.